Event description:
It was reported that lead trend data and cardiac compass had invalid data. This has been ongoing since radiation therapy was started in (B) (6) 2009. Review of device data found 39 parity errors in the critical operations locations of which the device had suppressed from being a power-on-reset by the ride-thru routine. The patient stated that he had been through a large amount of radiation therapy but not near the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.